Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that they had a omega 3 lag screw opened and the surgeon couldn't thread the guide wire through it. The customer further reported that it is cannulated but not evenly throughout.

Manufacturer narrative:
The reported event that standard lag screw omega 110mm length was alleged of 'no fitting' could be confirmed. The cannula was inspected using a sample guide pin and it was noted that the guide doesn¿t go through the screw from either side, there is an obstruction in the middle of the cannula. This inspection result confirmed the reported event. Based on the investigation, the root cause was attributed to be manufacturing related. Therefore an nc was opened to address the present event. The nc/CAPA investigation revealed that the root cause was a defective cutting tool used to manufacture the parts. A pfa was opened to address this deviation. A review of the labeling did not indicate any abnormalities. No indications of design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
The customer reported that they had a omega 3 lag screw opened and the surgeon couldn¿t thread the guide wire through it. The customer further reported that it is cannulated but not evenly throughout.